Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range on the day of event. Ccc ran service method testing, which passed. A siemens customer service engineer was dispatched to the customer site. The cse determined the cause of the event is consistent with a sample integrity issue which can be caused by pre-analytical factors such as sample tube mixing issues, centrifuge modification speed and time and sample handling issues. The cse ran service method testing for server 1 (s1) mixer and reagent probe 2 (r2) which failed. The cse replaced s1 mixer and auto align r2. The cse ran quality control (qc) which passed. A siemens headquarters support center (hsc) specialist reviewed the instrument data and found no systematic issue and concluded that fibrin or cellular debris, pulled into the aliquot well and probe, may have caused an issue when the sample was being processed. The cause of the discordant, falsely low vancomycin result on one patient sample is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2017-00779 was filed for the same event.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a dimension vista 1500 instrument ((B)(4)). The result was reported and a pharmacist questioned it. The sample was repeated on the same instrument and two alternate instruments ((B)(4)), resulting higher. The repeat result from the original instrument ((B)(4)) was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.

Manufacturer narrative:
The initial MDR 2517506-2017-00783 was filed on 24-oct-2017. Corrected information: additional MFR narrative of the initial MDR states: "the cause of the sample being centrifuged outside of tube vendor specifications is a failure to follow instructions." The customer stated that they were within the centrifugation specifications recommended by the tube manufacturer.